Event description:
The doctor reports that the dental implant located in buccal position number #24 failed due to an infection and was removed. A fractured screw was also reported. The patient had to return in a future session in order to place a new implant. Inflammation was reported as a result of the event. This report refers to the infection event.

Manufacturer narrative:
Zimvie complaint number (B)(4). D4: additional device information: unknown / not provided. D10: concomitant medical product: unknown biomet screw, lot: unknown. E1: reporter name: unknown / not provided. H4: device manufacturer date: unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.